Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 1(B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) had previously carried out a manual recovery process to address the issue. The tss then confirmed that the station had successfully re-established communication with the server. It was also observed that there was no variation in the change tracking version, indicating that synchronization was stable and consistent. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es tower was not communicating. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.